Event description:
As reported by the user facility: I had a situation with an asa 5e that needed blood and on the first unit stated to leak, not under pressure but on the pump running at 300m1/hr. Prevented me from transfusing a critically anemic pt, then same pt with mod as, now tachycardic on norepi at 20 - 30, and attempted to start vasopressin but could bc the pump kept saying occlusion, tried all 4 ports of the quad lumen, all caused downstream occlusion, even when open to air it read occlusion, attempted to change pump, with same error . Ultimately had to change the tubing.